Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the enhanced CT, causing the patient to bleed and require emergency extubation. The event of leakage with the power injector occurred 2 separate times during use. The following information was provided by the initial reporter, translated from chinese to english: on march 29, a fluid leakage occurred in the CT radiology department during using indwelling needle. Bd's intima-ii 22g direct indwelling needle was used for enhanced CT, and no fluid leakage occurred during the drug injection. To the clinical cause greater trouble. At first check, the needle was in good condition, but it is easy to leak after taking off the heparin cap and connecting with the high pressure tube. This situation had occurred in 5 cases in this department, but it had not happened before using other brands of indwelling needle. One set of high pressure filling pipe and one sample of intima-ii were now recovered. "The patient was conscious and complained of no other discomfort, but the amount of bleeding was relatively large by visual measurement. At that time, the angiography was relatively smooth, but after sitting up, the whole cuff was found to be stained red. Subsequently, emergency extubation and cleaning were performed" "there is high pressure injection, the technician said that the pressure value is about 300, when the injection speed is about 1.2. At present, the department suspects that the screw of high-pressure filling pipe does not match with intima-ii, which leads to frequent leakage of liquid."

Manufacturer narrative:
Correction: the catalog and lot numbers have been provided by the customer. The following fields have been updated: d.2. Medical device catalog#: 383064 d.2. Medical device lot#: 0063914 d.4. Medical device expiration date: 2023-04-11 d.5. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2021-04-02 h.4. Device manufacture date: 2020-03-03.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the enhanced CT, causing the patient to bleed and require emergency extubation. The event of leakage with the power injector occurred 2 separate times during use. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), a fluid leakage occurred in the CT radiology department during using indwelling needle. Bd's intima-ii 22g direct indwelling needle was used for enhanced CT, and no fluid leakage occurred during the drug injection. To the clinical cause greater trouble. At first check, the needle was in good condition, but it is easy to leak after taking off the heparin cap and connecting with the high pressure tube. This situation had occurred in 5 cases in this department, but it had not happened before using other brands of indwelling needle. One set of high pressure filling pipe and one sample of intima-ii were now recovered. "The patient was conscious and complained of no other discomfort, but the amount of bleeding was relatively large by visual measurement. At that time, the angiography was relatively smooth, but after sitting up, the whole cuff was found to be stained red. Subsequently, emergency extubation and cleaning were performed". "There is high pressure injection, the technician said that the pressure value is about 300, when the injection speed is about 1.2. At present, the department suspects that the screw of high-pressure filling pipe does not match with intima-ii, which leads to frequent leakage of liquid."

Manufacturer narrative:
Investigation summary: description:during the high-pressure injection process, the blood mixture at the joint leaked. It was suspected that the screw of the high-pressure filling pipe does not match the intima ii plus connection seat. Actual sample and pictured were returned. The size of the pp connecting seat of the returned sample was measured and the value was qualified. The connecting seat thread diameter of the other returned sample (indwelling needle manufactured by another manufacturer) was 7.732mm. Connected the returned sample to the high pressure filling pipe (sent along with the returned sample) for high pressure test, there was no leakage at the connection between the pp connection seat and the high pressure filling pipe. A device history review was conducted for lot number: 0063914. 2 retained samples were taken for high pressure testing. There was also no leakage at the connection between the pp connection seat and the high pressure filling pipe.

Manufacturer narrative:
Date of birth: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd intima-ii" closed IV catheter system leaked during the enhanced CT, causing the patient to bleed and require emergency extubation. The event of leakage with the power injector occurred 2 separate times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: on march 29, a fluid leakage occurred in the CT radiology department during using indwelling needle. Bd's intima-ii 22g direct indwelling needle was used for enhanced CT, and no fluid leakage occurred during the drug injection. To the clinical cause greater trouble. At first check, the needle was in good condition, but it is easy to leak after taking off the heparin cap and connecting with the high pressure tube. This situation had occurred in 5 cases in this department, but it had not happened before using other brands of indwelling needle. One set of high pressure filling pipe and one sample of intima-ii were now recovered. "The patient was conscious and complained of no other discomfort, but the amount of bleeding was relatively large by visual measurement. At that time, the angiography was relatively smooth, but after sitting up, the whole cuff was found to be stained red. Subsequently, emergency extubation and cleaning were performed". "There is high pressure injection, the technician said that the pressure value is about 300, when the injection speed is about 1.2. At present, the department suspects that the screw of high-pressure filling pipe does not match with intima-ii, which leads to frequent leakage of liquid."